Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the coating on the snake tube was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section has a cut, adhesive on bending section has a chip, due to wear of angle wire, bending angle in up direction does not meet specifications, up/down plate deformed, eyepiece is deformed, indication on light guide connector is unclear, angulation lever is deformed, angulation lever has discoloration, diopter ring has a scratch, and connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope bending section was broken. During inspection and evaluation, image guide snake tube coat peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.